Manufacturer narrative:
(B)(4). Approximate age of device - 1 year. The replaced distal portion of the driveline was received for investigation. The evaluation is not yet complete. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On (B)(6) 2016, it was reported that the patient was seen at the hospital due to driveline fault alarms. The patient was asymptomatic. The system controller log file was submitted to the manufacturer's technical services department for review. The review confirmed a series of driveline fault alarms that began on (B)(6) 2016 at approximately 03:23 am and continued to the end of the log file at 09:00 am that appeared to be due to the system controller¿s sensitivity of the driveline fault detection circuit. The information contained in the log file did not indicate a problem with the driveline. The system controller was exchanged and the patient was discharged home. After returning home, it was reported that a driveline fault alarm occurred with the new system controller. The patient returned to the hospital and a log file from the new system controller was submitted for review by technical services. A driveline fault alarm was recorded on (B)(6) 2016 at approximately 13:23 pm. Upon analysis of the two submitted log files, the data suggested potential wire fatigue in the driveline. X-ray images of the driveline were reviewed and an area of interest approximately 4-5 inches from the exit site was seen where there was a kink/bend in the driveline. On (B)(6) 2016, the manufacturer's technical services representative evaluated the patient¿s driveline. A distal end replacement of the driveline external to the patient was performed. Shortly after the repair was completed, the driveline fault alarm recurred. On (B)(6) 2016 another system controller log file was submitted for analysis that showed two pump stoppage events that had occurred while the lvad system was connected to a power module via patent cable. An issue with the driveline internal to the patient was suspected. It was reported that the patient will remain status 1a on the heart transplant list until an ideal donor heart becomes available. No additional information was provided.

Manufacturer narrative:
The report of driveline fault alarms was confirmed based on the evaluation of the submitted log files. Low speed operation and pump stoppage events while connected to the power module were also confirmed. The returned driveline was evaluated and passed the electrical continuity testing. Visual evaluation did not confirm any wire compromises that would have contributed to the events captured in the log files. The driveline was submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. The evaluation could not confirm the location of the suspected wire issue. The patient remains listed on status 1a for oht in hopes for a transplant. The patient remains ongoing on pump support and no further related events have been reported. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.